Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive the e-100 generator to perform failure analysis (fa). System logs found error 25913 indicating the e-100 failure and confirmed the fault occurred in the field. However, fa was not able to reproduce the issue. During visual inspection, fa found no issues that would be related to the reported event. The unit was installed onto a golden system and was tested with 10 power cycles and 50 energy cycle cut/seal actions with no issues. As a result of these findings, fa conducted that no root cause could be determined. Please refer to the report with MFR report number 2955842-2025-11784 for additional details. A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. .

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the e-100 generator generated tones, but the vessel sealer extend instrument was not sealing. The customer used another vessel sealer extend but the same issue occurred. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the vessel sealer extend instrument was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. No specific risk assessment can be performed for the alleged event based on the information provided. No patient injury or harm was reported. The associated product was not returned, and insufficient details were provided to assess the failure mode. The probable root cause for the vio integrated electrosurgical generator unit (iesu) in this case cannot be determined as the issue was not replicated.

Event description:
Refer to h11 for follow-up information.